Event description:
The surgeon provided additional info indicating the outcome of the lens exchange was good. He felt the optic size was too small for this pt.

Event description:
A surgeon reported that a pt had an intraocular lens (iol) replaced due to glare. The association between the symptoms and the iol are not known. Additional info has been requested.